Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-10595. (B)(4) clinical study. It was reported that angina and in-stent restenosis occurred. In (B)(6) 2014, the index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 98% stenosis and was 32mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with direct placement of a 2.75x32mm promus element ¿ drug-eluting stent. Following intervention, residual stenosis was 0%. Target lesion #2 was located in the proximal rca with 98% stenosis and was 32mm long with a reference vessel diameter of 3.00mm. Target lesion #2 was treated with direct placement of a 3.00x32mm promus element ¿ drug-eluting stent. Following intervention, residual stenosis was 0%. Ten days post procedure, the patient was discharged on aspirin and other unknown antiplatelet. In (B)(6) 2017, the patient presented with unstable angina and was hospitalized on the same day. Eight days later, coronary angiography was performed. On the same day, the 70% in-stent mid stenosis in the previously placed study stent in mid rca was treated with percutaneous coronary intervention; following this intervention, residual stenosis was 0%. Three days later, the event was considered as recovered/resolved and the patient was discharged on aspirin and other unknown antiplatelet.